Event description:
Puritan-bennett received info stating that the unit was providing a severe occlusion alarm while performing nebulizer treatment. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and cleaned the exhalation valve. The cse could not determine the integrity of the pt circuit as circuit was thrown away. The unit passed extended self testing.

Manufacturer narrative:
The rt stated that the pt was on the ventilator for around 49 days, and she did not think that the circuit was changed every 15 days, as specified in the service manual.